Event description:
Initial report: this non-serious report was received from an investigator for a pt. This pt was enrolled in a study. This case involves a pt who received poly-l-lactic acid. In 2009, the pt experienced a 5 mm nodule in the nasalabial area. Event outcome is unk. A pharmaceutical technical complaint (ptc) was initiated.

Manufacturer narrative:
Device qc performed.